Event description:
It has been reported the scope had a cloudy lens.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Result of evaluation: the information provided by the customer "cloudy lens" can be confirmed. The fogging of the optics can be reproduced using ice spray. The optics show a leak around the distal solder seam due to chemical damage or partial dissolution of the solder seam, allowing moisture to penetrate the rod lens system. Furthermore, foreign particles/abrasion are visible in the rod lens system, which can be attributed to regular use. The damage found is most likely due to clinical use or clinical reprocessing. Contrary to the reprocessing instructions in im-000003-19.0 (02/25), the optics may have been exposed to reprocessing media for too long, which led to chemical attack on the distal solder seam. The damage found is not due to a manufacturing/production defect. This event is filed under internal complaint ID (B)(4).